Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On september 16, 2006, the lay patient contacted lifescan (lfs) after she received the recall notice from lfs regarding one touch ultra 2 meters. The medical affairs specialist (mas) sent follow up questions to lfs. Lfs spoke with the patient six days later, to obtain additional information included below: the patient's daily insulin regimen is as follows: in the am, 30 units of glargine and 4 units of novo rapid insulins; at lunch, 4 units of novo rapid insulin; in the evening, 14 units of novo rapid insulin. The patient tests with her meter once in the morning every day. On the am, in 2006, the patient obtained a result on 10.7 mmol/l. She followed her usual insulin regimen, as described above prior to that morning. At 5:00 am, the following day, the patient obtained a result of 2.6 mmol/l on her one touch ultra 2 meter while shaking and "having sweats". The patient confirmed that she thought the meter reading was 26 mmol/l and she took 8 units of novo rapid insulin. No info was provided as to whether the pt also took glargine insulin after obtaining the 2.6 mmol/l reading. After taking insulin, the patient passed out for "around 4 hours." When she woke up, she didn't feel very well and she ate some biscuits and coffee. It is not known how long after taking insulin the patent had "passed out." The customer care advocated (cca) verified the result of 2.6 mmol/l in the reported meter memory. The meter was replaced with a one touch ultra meter. The complaint is reported because the patient misinterpreted the lfs product reading to be an elevated reading and treated herself with insulin. The patient los consciousness and treated herself with food when she woke up.